Event description:
It was reported that the ilet pump would not power on unless connected to the charger, and two firmware updates were initiated to address the issue. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included troubleshooting and education with guidance to complete firmware updates and reassess device function. Investigation of this case revealed a suspected device malfunction related to power or battery behavior, with no confirmed hardware component failure identified at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation after firmware updates.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.